Manufacturer narrative:
Correction/additional information: it was determined that the needle that broke was not a product manufactured by flowonix,. However, the catheter kit information previously provided is accurate for the catheter that was not implanted since it appeared kinked. Internal complaint number: (B)(4).

Manufacturer narrative:
Two MFR reports will be submitted for this patient; one is for the catheter that was pinching a nerve (MFR # 3006803715-2015-00097) and the other is for the broken tuohy needle handle (MFR #3006803715-2015-00098). This MFR report addresses the broken tuohy needle and catheter kink. (B)(4).

Event description:
It was determined that the original catheter was pinching a nerve. During the revision surgery on (B)(6) 2015, the handle of the tuohy needle from a new catheter revision kit broke. The new catheter that was being used at the time the tuohy needle handle broke appeared kinked and was not implanted. A second catheter was used to establish a connection to the portion of the original catheter that remained implanted. The revision surgery was completed with no additional issues.